Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9302700, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples or photos were sent by the customer so it was not possible to investigation and determine the root cause of the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of needle precisionglide 18x1-1/2in experienced poor perforation on packaging prior to use. The following information was provided by the initial reporter: customer informs that when opening the needle box today, that when detaching the packaging, it does not have the "cut". And when he tries to open it ends up contaminating the needle. He reported that he has 60 units. However, did not know the exact number of those who came with this problem. He said that in each row 5 or 6 present the reported problem.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle precisionglide 18x1-1/2in experienced poor perforation on packaging prior to use. The following information was provided by the initial reporter: customer informs that when opening the needle box today, that when detaching the packaging, it does not have the "cut". And when he tries to open it ends up contaminating the needle. He reported that he has 60 units. However, did not know the exact number of those who came with this problem. He said that in each row 5 or 6 present the reported problem.